Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) ground resistance does not meet specifications and doppler tether does not retract. There was no patient involvement.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) ground resistance does not meet specifications. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: h6 (type of investigation, investigation findings, investigation conclusions). Additional contact information: contact person:(B)(6). Occupation- other healthcare professional. It was reported that during scheduled pm service, the "doppler" of the cardiosave intra-aortic balloon pump (iabp) does not retract. A getinge field service engineer (fse) replaced the tether assembly ((B)(6)). Also he found that the ground resistance measurement did not meet specifications, it was around .30 ohms. Fse pulled the assembly and found that the main ground connection to the chassis was loose and not making a good connection, secured the connection and re-assembled the unit. It now tests well within the factory spec (.15 ohms). As part of pm also replaced primary 9v battery alkaline ((B)(6)) and completed a full pm. All tests passed to factory specifications. Unit cleared for clinical use. No patient involvement was there.